Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s system is continuing to exhibit multiple high out of range shock impedance measurements of greater than 125 ohms. Additional information provided from the field indicated that no further action will be taken and the patient will continue to be monitored. All products continue to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that this patient¿s cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. Additional information provided from the field indicated that the patient will continue to be monitored. The system continues to remain in service. No adverse patient effects were reported.